Event description:
Info received indicated that the right head siderail would not latch.

Manufacturer narrative:
The hill-rom technician found that debris was blocking the latch spring connection. He cleaned and lubricated the latch assembly to resolve the issue.